Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the last couple of weeks the patient had been having more accidents more often. The patient stated that sometimes they could not make it to the bathroom in time, which was upsetting to them. The patient mentioned that sometimes they felt a shock when they needed to go to the bathroom. The patient thought the therapy might need to be on a different setting. During the call, the patient connected to the ins and confirmed therapy was turned on and the stimulation was at a comfortable level. Agent reviewed stimulation and program considerations. The caller stated that they will consult with the patient's managing healthcare provider (hcp) before making any changes. The caller stated that the patient has an appointment with their managing hcp on 2024.